Event description:
It was reported that during an open exploratory laparotomy with a colostomy takedown procedure, the anvil tore the colon after stapling. When taking the device out the device would not release. The device stapled and did not release. It is unknown if the device cut. Suture was used to repair the tear.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Additional information: what device was used? Tct75 to reanastomose the colon. Did the device cut? No. Did the device staple? Yes. How was the patient impacted due to the device not working as intended? Additional stapler had to be used. Was the post op care of the patient changed due to the event? No. How was the tear in the colon repaired? Revised, stapled ends. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand tied purse string. Was the spike of the trocar inserted lateral or through the staple line? Through the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Audible click and usual exam. When the device was fired, where was the indicator within the green zone/gap setting scale?within the green zone. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? Yes. If yes, how many counter-clockwise revolutions were used to open the device? Two. Did a hcp other than the primary surgeon fire the instrument? No. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur the device will not transect the tissue completely resulting in difficulties to remove the device. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.